Event description:
The article "heart failure hospitalizations and clinical outcomes in patients undergoing tricuspid transcatheter edge-to-edge repair: insights from eurotr" was reviewed. The article presented a prospective multi-center study, to evaluate the prevalence, prognostic significance, and predictors of heart failure hospitalization (hfh) before and after tricuspid transcatheter edge-to-edge repair (t-teer). Devices mentioned include triclip and pascal. The article concluded that in the eurotr cohort, a history of hfh was highly prevalent and associated with worse clinical outcomes. Among high-risk patients with symptomatic tr, t-teer significantly lowered hfh risk, with residual tr grade=2 being the key predictor for reduced hfh incidence. [The primary author and corresponding author was marco metra at university of brescia, brescia, italy with corresponding email metramarco@libero.it. The time frame of the study was march 2016 to february 2024. A total of 1000 patients were included in this study, of which 57% received an abbott device. Average age 80 and majority gender was female. Comorbidities included arterial hypertension, dyslipidemia, diabetes, myocardial infarction, coronary artery disease, peripheral artery disease, stroke, atrial fibrillation/flutter, copd, cardiac surgery, prior tricuspid surgery, right ventricle lead, heart failure, tricuspid regurgitation.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, dyslipidemia, diabetes, myocardial infarction, coronary artery disease, peripheral artery disease, stroke, atrial fibrillation/flutter, copd, cardiac surgery, prior tricuspid surgery, right ventricle lead, heart failure, tricuspid regurgitation. Complications reported included death and heart failure hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: heart failure hospitalizations and clinical outcomes in patients undergoing tricuspid transcatheter edge-to-edge repair: insights from eurotr.